Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('gynecological pain'), autoimmune disorder ('since essure was done my autoimmune system has been a concern') and anaphylactic reaction ('anaphylaxis of unknown cause') in a 39-year-old female patient who had essure (batch no. 774390) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included vaginal delivery, anxiety, depression, hypothyroidism and menarche. Concurrent conditions included irritable bowel syndrome since (B)(6) -2018, asthma since (B)(6) 2018, hypothyroidism since (B)(6) 2018, dysthymic disorder, malposition of uterus, intermenstrual bleeding, frequency of menses, menses irregular with excessive bleeding, pre-menstrual tension syndrome, diarrhea, heavy periods, pelvic pain female, abdominal pain and overweight. Concomitant products included levothyroxine since 2017, lorazepam (ativan) from 2010 to 2011, progesterone and theanine since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and urticaria chronic ("chronic hives"). In (B)(6) 2013, the patient experienced anaphylactic reaction (seriousness criterion medically significant), hot flush ("hot flashes"), insomnia ("insomnia"), mood swings ("mood swings"), premenstrual syndrome ("pms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("chronic ibs") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("frequent urinary tract infection"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and food allergy ("severe food sensitivities"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, abdominal pain, back pain and fatigue had resolved, the autoimmune disorder, anaphylactic reaction, hot flush, insomnia, mood swings, premenstrual syndrome, vaginal haemorrhage, menorrhagia, urinary tract infection, urticaria chronic, dysmenorrhoea, vaginal discharge, weight increased and food allergy outcome was unknown and the irritable bowel syndrome and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, anaphylactic reaction, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, food allergy, hot flush, insomnia, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, premenstrual syndrome, urinary tract infection, urticaria chronic, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 143 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: there is some minimal free fluid in the pelvis. There is a dominant follicle in the left ovary measuring 1.6 cm.. Lot number: 774390. Manufacturing date: 2010/09. Expiration date: 2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / gynecological pain') in a 39-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included vaginal delivery, anxiety, depression, hypothyroidism and menarche (at age 13). Previously administered products included for an unreported indication: oral contraceptive and nuvaring. Concurrent conditions included irritable bowel syndrome since (B)(6) 2018, asthma since (B)(6) 2018, hypothyroidism since (B)(6) 2018, dysthymic disorder, malposition of uterus, intermenstrual bleeding, frequency of menses, menses irregular with excessive bleeding, pre-menstrual tension syndrome, diarrhea, heavy periods, pelvic pain female, abdominal pain and overweight. Concomitant products included levothyroxine since 2017, lorazepam (ativan) from 2010 to 2011, progesterone and theanine since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced autoimmune disorder ("since essure was done my autoimmune system has been a concern"), urticaria chronic ("chronic hives"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced anaphylactic reaction ("anaphylaxis of unknown cause"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes"), insomnia ("insomnia"), mood swings ("mood swings"), premenstrual syndrome ("pms") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating/ look like I was pregnant") and irritable bowel syndrome ("chronic ibs"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("frequent urinary tract infection"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract disorder ("urinary problems"), food allergy ("severe food sensitivities"), arthralgia ("pain in hip"), abdominal pain lower ("severe cramping") and adenomyosis ("adenomyosis") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, depression, anxiety and fatigue had resolved, the autoimmune disorder, anaphylactic reaction, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, urticaria chronic, urinary tract infection, urinary tract disorder, food allergy, hot flush, insomnia, mood swings, premenstrual syndrome, weight increased, hormone level abnormal, arthralgia, abdominal pain lower and adenomyosis outcome was unknown and the abdominal distension and irritable bowel syndrome was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, anaphylactic reaction, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, food allergy, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, premenstrual syndrome, urinary tract disorder, urinary tract infection, urticaria chronic, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 143 lbs. She received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, allergy, autoimmune disorder, urinary problems, uti, vaginal discharge, hormonal changes, fatigue and weight gain. Discrepancy noted in removal date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: some minimal free fluid in the pelvis; dominant follicle in the left ovary measuring 1.6 cm. Lot number: 774390, manufacturing date: 2010/09, expiration date: 2013/09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-mar-2020: content from social media received. Events hormone imbalance, pain in hip, severe cramping and adenomyosis were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / gynecological pain'), autoimmune disorder ('since essure was done my autoimmune system has been a concern') and anaphylactic reaction ('anaphylaxis of unknown cause') in a 39-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included vaginal delivery, anxiety, depression, hypothyroidism and menarche (at age 13). Concurrent conditions included irritable bowel syndrome since (B)(6) 2018, asthma since (B)(6) 2018, hypothyroidism since (B)(6) 2018, dysthymic disorder, malposition of uterus, intermenstrual bleeding, frequency of menses, menses irregular with excessive bleeding, pre-menstrual tension syndrome, diarrhea, heavy periods, pelvic pain female, abdominal pain and overweight. Concomitant products included levothyroxine since 2017, lorazepam (ativan) from 2010 to 2011, progesterone and theanine since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant), urticaria chronic ("chronic hives"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced anaphylactic reaction (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes"), insomnia ("insomnia"), mood swings ("mood swings"), premenstrual syndrome ("pms") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and irritable bowel syndrome ("chronic ibs"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("frequent urinary tract infection"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), urinary tract disorder ("urinary problems") and food allergy ("severe food sensitivities"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, depression, anxiety and fatigue had resolved, the autoimmune disorder, anaphylactic reaction, menorrhagia, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, urticaria chronic, urinary tract infection, urinary tract disorder, food allergy, hot flush, insomnia, mood swings, premenstrual syndrome and weight increased outcome was unknown and the abdominal distension and irritable bowel syndrome was resolving. The reporter considered abdominal distension, abdominal pain, anaphylactic reaction, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, food allergy, hot flush, insomnia, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, premenstrual syndrome, urinary tract disorder, urinary tract infection, urticaria chronic, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 143 lbs. She received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, allergy, autoimmune disorder, urinary problems, uti, vaginal discharge, hormonal changes, fatigue and weight gain. Discrepancy noted in removal date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: some minimal free fluid in the pelvis; dominant follicle in the left ovary measuring 1.6 cm. Lot number: 774390. Manufacturing date: 2010/09. Expiration date: 2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events added: urinary problems, hormonal changes. Event clubbed: gynecological pain/pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('gynecological pain'), autoimmune disorder ('since essure was done my autoimmune system has been a concern') and anaphylactic reaction ('anaphylaxis of unknown cause') in a (B)(6)-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included vaginal delivery, anxiety, depression, hypothyroidism and menarche. Concurrent conditions included irritable bowel syndrome since (B)(6) 2018, asthma since (B)(6) 2018, hypothyroidism since (B)(6) 2018, dysthymic disorder, malposition of uterus, intermenstrual bleeding, frequency of menses, menses irregular with excessive bleeding, pre-menstrual tension syndrome, diarrhea, heavy periods, pelvic pain female, abdominal pain and overweight. Concomitant products included levothyroxine since 2017, lorazepam (ativan) from 2010 to 2011, progesterone and theanine since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and urticaria ("chronic hives"). In (B)(6) 2013, the patient experienced anaphylactic reaction (seriousness criterion medically significant), hot flush ("hot flashes"), insomnia ("insomnia"), premenstrual syndrome ("insomnia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced irritable bowel syndrome ("chronic ibs") and abdominal distension ("bloating"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("frequent urinary tract infection"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and food allergy ("severe food sensitivities"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, abdominal pain, back pain and fatigue had resolved, the autoimmune disorder, anaphylactic reaction, hot flush, insomnia, premenstrual syndrome, vaginal haemorrhage, menorrhagia, urinary tract infection, urticaria, dysmenorrhoea, vaginal discharge, weight increased, mood swings and food allergy outcome was unknown and the irritable bowel syndrome and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, anaphylactic reaction, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, food allergy, hot flush, insomnia, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, premenstrual syndrome, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: there is some minimal free fluid in the pelvis. There is a dominant follicle in the left ovary measuring 1.6 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case category updated to incident from other event, concomitant drug, lab data were added. On 17-sep-2019: fu 2 and 3 processed together. Pfs received. Lot number, events-"hot flashes, insomnia, pms, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), severe food sensitivities, anaphylaxis of unknown cause, frequent urinary tract infection, depression, anxiety, autoimmune disorder, chronic hives, dysmenorrhea (cramping), abdominal pain, gynecological pain, lower back pain, vaginal discharge, fatigue, weight gain, chronic ibs, bloating, mood swings, did not undergo an essure confirmation test", concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.